Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a fever and drainage from the ipg site. The patient was hospitalized for an infection at the ipg site and underwent a CT scan of the thoracic area which showed no anomalies. The patient was placed on IV antibiotics. The patient was afebrile and no longer had drainage from the ipg site on (B)(6) 2016.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the culture results were negative and issue has resolved.